Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel. It was also noted that there were double signals on the right ventricular (rv) lead channel. Ts stated that they could not confirm or deny capture on the lv channel. Ts stated that the instances where there were double signals, the extra signal was related to the lv pacing. The signal is not sensed. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.